Event description:
It was reported that the pneupac vr1 caught fire which caused damage to the rf coil, bridge and the customer floor while in use with a patient. The customer investigation alleges that the fire was due to the ventilator tubing igniting the oxygen. The rf coil and the bridge were replaced. The patient was examined and found to have no injuries from this event.

Manufacturer narrative:
Other text: b3: date of event; d4: catalog number, serial number, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. A device history record review is not applicable in this case because the lot/serial number was not provided. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.